Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a pt received insufficient local anesthesia when the listed medical device was used during a medical procedure. It was necessary to place the pt under general anesthesia. No adverse effects to pt reported.